Manufacturer narrative:
(B)(4) (unknown cause of event). Evaluation, conclusions: (unknown cause of event) 77 operational context contributed to event (limbs crossed).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and iliac morphology was not reported. The limbs were implanted crossed. It was reported that on an unknown date, the patient presented with claudication. Through ivus imaging a posterior compressed limb was found in the region where the limbs were crossed. A secondary intervention was performed and an atrium covered stent was implanted to resolve the issue. No additional clinical sequelae were reported, and the patient is fine.